Event description:
It was reported that there was no capture with the right ventricular (rv) lead and the rv lead exhibited high threshold during testing. The rv lead was programmed to vvo mode at max outputs and subsequently removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 implantable pacing lead (B)(6) 2005; 4574 implantable pacing lead (B)(6) 2005. (B)(4).